Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube thread, a broken belt clip slot, a completely broken off reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near display window corners, cracks on the display window, a missing end cap sticker, and minor scratches on the display window, as noted by analysis. The test reservoir does not stay locked in place due to damage to the reservoir tube lip.

Event description:
Customer reported via phone call that the reservoir compartment was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.